Manufacturer narrative:
H.6 method code 31. This code reflects the flow test that was done on the catheter. Visual inspection showed valve was received with ventricular catheter attached with a piece of black suture thread. Also peritoneal reflux catheter was received with part of distal end missing. A closing pressure test on the valve cat. No. Nl850-1257m was performed per instructions on data sheet and the following results wee obtained: 75, 62 and 60mm h2o. Specifications for a medium pudenz valve is 51-110mm h2o, which indicates that the valve is within pressure specifications. In addition co performed a leakage and backflow tests on valve per tm's 152 and 153 and no leakage or backflow conditions were observed. Also a flow test was performed on both catheters by injecting water inside and on the perit. Reflux cathter cat. No.nl850-1375 water passed easily throughout the slit walls and on the pudenz ventricular catheter cat. No.nl850-1504 also water passed easily throughout perforated holes. Based on the above tests results co is unable to confirm customers statement.

Event description:
The patient had a shunt placed 10/2/96. On 3/7/97 the complete shunt system was removed. The customer reported that the physician disconnected the shunt tubing and valve, he flushed the distal catheter, there was evidence of resistance and slow flow, the complete shunt system was then removed. There was no patient injury.